Manufacturer narrative:
Based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During follow-up, a decrease in lead impedance and an increase in threshold was noted on the right ventricular lead. Lead damage was suspected and returned x-ray images revealed externalized conductors. No action was taken and the patient is being monitored in stable condition.